Manufacturer narrative:
This medwatch is for suspect device in the coaguchek s system. Reference medwatch with a1 pt for suspect device in the coaguchek xs system.

Event description:
Caller states that during a correlation study the pt tested 2.0 inr on the coaguchek xs system and 2.5 inr on the coaguchek s system during duplication testing. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.